Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 290 mg/dl with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy with replacement, and the pump's basal rate settings were recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the total daily dose basal history did not match the active basal program due to known and expected reasons: cartridge change and the basal edit screen was accessed. During trouble shooting, a reported diabetes management issue was determined to have contributed to the reported health event; the patient was referred to a healthcare provider for diabetes management. A healthcare provider alleged an inaccurate delivery issue of unknown cause. This complaint is being reported because the reported health event was attributed to an alleged malfunction of unknown cause.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump histories indicated that the last recorded bolus was an 11.5unit bolus on (B)(6) 2016 at 13:49 and the last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).